Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: changed initial reporter contact address. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: low atrial impedance/resistance was observed. (B)(4).

Event description:
It was reported that the atrial lead impedance was low. The lead impedance had a quick drop and has been slowly decreasing since the drop. The lead is still in use. No patient complications have been reported as a result of this event.